Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system were implanted for the endovascular treatment of about 6 cm in diameter abdominal aortic aneurysm. The aorta was severely calcified. It was reported that during the index procedure, a reliant balloon was used to model the stent graft. On the final angiogram run, there appeared to be an endoleak on the left side of the bifurcated graft. The surgeon felt that ballooning in the calcified aorta could have possibly caused the tear in fabric. The physician ballooned within the stent graft and did not appear to be over inflated. Two endurant limbs were implanted where the physician believed the tear was; however, the endoleak was still present. The physician will continue to monitor the patient. No additional clinical sequelae were reported and the patient is fine. Review of a single CT showed calcification within the proximal neck and proximal portion of the aaa sac. Review of several returned still angio images revealed contrast coming from the left portion of the bifurcate, just above the level of the flow divider, near to where the stent graft acutely transitions from the neck to the aaa sac. The endoleak type and cause could not be determined; may be a type iii fabric or a type IV. A single non-contrast image showed post-secondary treatment with 2 additional limbs to try to resolve the endoleak. The cause of the endoleak could not be determined. Images during ballooning were not provided. It is possible that ballooning within the calcified neck may have caused a type iii fabric endoleak.